Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has system overtemperature alarm.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified error logs related to compressor overtemperature replaced suspect compressor assembly, 5k filter parts, no charge service good will performed full performance verification. Cycled pump 24 hours 130 bpm on simulator followed up next business day no alarms or errors unit returned to service. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the parts associated with this complaint: parts were received with a reported failure of a system overtemperature alarm. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Parts passed testing and the overtemp failure is not confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11, d9 (return to manufacturer date)